Event description:
The manufacturer received information that a trilogy ev300 ventilator failed during routine testing for an oxygen regulator error. There was no patient involvement, and harm or injury reported. The device's oxygen blending module subassembly requires replacement to address this issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.